Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2021 as the event date is unknown.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with no recaptures required. There was no effusion prior or immediately after the procedure via transesophageal echo (tee) and intracardiac echo (ice) views. No effusion was present via limited transthoracic echo (tte) 2 hours post procedure and the patient was discharged. Approximately 12 hours later, the patient presented to the emergency room with chest pain. The patient underwent emergent left heart cath an no acute coronary lesion was found. A computed tomography (CT) scan was performed and was negative for pulmonary embolism but positive for pericardial effusion. An echo was performed which then showed pericardial tamponade. A pericardiocentesis was performed and 400 cc was removed with hemodynamic improvement. The patient was hospitalized for 3 days then discharged after two negative echo with trivial pericardial effusion post drain removal. The patient made a full recovery. The physician believes that patient had a hyperdynamic hypermobile laa and the forceful contractions of the laa after device deployment resulted in micro-perforations in the laa wall and subsequent pericardial effusion.